Manufacturer narrative:
The customer¿s reported issue was confirmed as the service inspection found the air/water nozzle was found clogged with foreign material (protrusion). The foreign material is unknown and could not be removed due to deformation/buckling of the channel or nozzle / gap on the insertion section boot. Additionally, the bending angulation is below standard specification due to stretched angle wires and there is play on the control knobs movement. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The subject device was last serviced via repair on (B)(6) 2021 which was found to have a scope communication error and fluid invasion. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, it is likely that the nozzle was clogged with foreign material due to the following: cleaning brush got broken when brushing a/w valve. Then its bristle entered a/w channel and was caught in the nozzle. The user used cloth such as gauze, from which lint comes off, for reprocessing. Then lint got into the channel, causing the nozzle to be clogged. The nozzle was presumably clogged with foreign material such as piece of peripheral products. In general, the customer is required to check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: check cleaning brush for loose or missing bristles. All cloths used in reprocessing are recommended to be lint-free. When gauze from which lint comes off is used, there is the potential for lint or cloth fibers to lodge in air/water channel or become trapped in a/w nozzle. Clean the external surface of device with lint free gauze or the like. Cleaning brush is consumable. Repeated use may cause the brush head to come off during use. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus (ode) was informed that the customer evis exera iii gastrointestinal videoscope was returned to the olympus service center for a reported ¿air and water nozzle defective¿. The problem was found during an unspecified event. Upon inspection and testing, the air/water nozzle was found clogged with foreign material. This report is being submitted to capture the clogged foreign material at the air water nozzle. No death, injury, harm or infection was reported to olympus.

Manufacturer narrative:
This report is being submitted to correct device manufacture date. The manufacturing date of the subject device was 16apr2012.